Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level morning was 40 mg/dl and other blood glucose level was 65 mg/dl, 230 mg/dl, 101 mg/dl, 136 mg/dl. Customer treated for low blood glucose with glucose tablets and juice. Customer reported that the insulin pump was in auto mode and declined troubleshooting for low blood glucose and reported auto mode exit was manually done. Customer also had blood at site abdomen. Customer reported that the blood glucose and sensor glucose difference was not in range and insulin delivery was not suspended due to difference. The insulin pump will not be returned for analysis.